Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet; model # sc-2366-50, (B)(4), description: linear 3-6 lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient's system was explanted due to infection. The physician believes the infection was caused by the patient touching his incision sites. The patient was given both IV and oral antibiotics and was reportedly in stable condition.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet, model # sc-2366-50 serial # (B)(4), description: linear 3-6 lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's system was explanted due to infection. The physician believes the infection was caused by the patient touching his incision sites. The patient was given both IV and oral antibiotics and was reportedly in stable condition.